Event description:
Pt underwent right total knee arthroplasty during 1989. Pt presented to the hosp with complaints of pain and effusion of the left knee. The knee was aspirated and cultures were obtained which were found to be negative for organism growth. The pt reported sensations of "popping" and "grinding" of the knee. Chronic synovitis was present. Pt was admitted for total knee revision. Intra-operative findings were significant for fragmentation of the 7 mm tibial bearing insert. It was worn medially and posteriorly. Medium-sized tibia was placed. Methyl methacrylate was pressurized into the tibial plateau. A 9 mm series tibial bearing insert was locked into place with a locking screw. A synovectomy of the knee was also performed.